Event description:
The physician was attempting to "ivus" the lad - a stent had previously been placed at the ostium of the diagonal and they felt that the stent was hanging out into the main channel of the lad. The lad appeared to have some flow disturbance. Unable to advance past the diagonal branch and decide to go down with a balloon. Went down with a 2.0/20mm ranger and the pt started throwing clots. Pt was taken to surgery for bypass. At the time of this report pt is still on a bypass pump awaiting a heart transplant. Pt status is stable.